Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx blue single incision sling was used during a solyx sling procedure performed on (B)(6) 2019. According to the complainant, on the same day after the procedure, the patient passed her voiding trial then she experienced urinary retention. Subsequently, the patient went home with a catheter and passed the voiding trial after a week.